Event description:
Pt has pump issue. Pump with sn ((B)(4) maint 03/30/2019). When pt pushes attempts to fill tubing and selects "fill tubing" on pump, the tubing does not fill and nothing happens. Cnss (B)(6) tried to troubleshoot pump with pt and both times pump would not deliver medication. Pt is using backup pump and we will replace malfunctioning pump. No other info provided. The reported product fault occurred while in use with a pt. The product issue did not cause or contribute to pt or clinical injury. Dose or amount: 22.5 ng/kg/min, frequency: continuous, route: sub q. Dates of use: from (B)(6) 2018 to ongoing. Diagnosis or reason for use: pah.